Event description:
Reported as "unable to calibrate the fiberoptic and the pump is using the central lumen for pressure and timing". It was reported that "the nurse was trying to calibrate the fiberoptic, but the pump would not let her do that. The fiberoptic icon is solid blue. The fos status is: ck, pl. The clinical support specialist (css) had her take the cal key out, rotate it and reinsert it. There was no change. The css again asked her where the little led light on ap select is and she said it was on transducer. The css had her press the ap select key until the led was on fiberoptic. There is no arterial pressure waveform from the fiberoptic. The connector tip was checked and is not recessed. The nurse reinserts the fiberoptic connection to the pump. There was a click and an audible tone, but no arterial pressure waveform from the fiberoptic. As a result, they obtained a second pump and connected the fiberoptic connections to the second pump, there was a click and an audible tone. There is a fiberoptic waveform on the second pump. Css then had her switch the patient over to the second a2w. They calibrated the fiberoptic. The icon is now white, the fos status is ok. The patient is stable on the new pump".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac2 cal key receptacle (p/n: (B)(6)) and retention bracket. Visual inspection of the cal key receptacle and retention bracket were performed and no abnormality was noted. The cal key receptacle was installed into a known good ac2 for functional testing. The pump was powered on with no abnormalities. The fos tester was inserted into fos slider assembly. The fos was recognized with an audible tone. The cal key was inserted but not recognized. The fos status was "ck". The fos was not able to be zeroed. Pumping was initiated. The pump was left to run for approximately 30 minutes and no alarms or errors were noted. The fos tester, digital manometer, and tycos gage were used to determine if the fos sensor would communicate and display the proper pressure readings on the iabp display when in use. The sensor was subjected to multiple pressures (0, 50, 100, 150, 200 and 250 mmhg). The readings on the digital manometer were compared to the iabp display readings and they were not within tolerances, which aligns with the "ck" status. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of unable to calibrate the fiberoptic is confirmed. The returned cal key receptacle was installed and tested using an ac2; the fos status was "ck". The cal key not being recognized by the pump would cause the fiberoptic to not be able to calibrate. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the unrecognized cal key. The root cause of this complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
Reported as "unable to calibrate the fiberoptic and the pump is using the central lumen for pressure and timing". It was reported that "the nurse was trying to calibrate the fiberoptic, but the pump would not let her do that. The fiberoptic icon is solid blue. The fos status is: ck, pl. The clinical support specialist (css) had her take the cal key out, rotate it and reinsert it. There was no change. The css again asked her where the little led light on ap select is and she said it was on transducer. The css had her press the ap select key until the led was on fiberoptic. There is no arterial pressure waveform from the fiberoptic. The connector tip was checked and is not recessed. The nurse reinserts the fiberoptic connection to the pump. There was a click and an audible tone, but no arterial pressure waveform from the fiberoptic. As a result, they obtained a second pump and connected the fiberoptic connections to the second pump, there was a click and an audible tone. There is a fiberoptic waveform on the second pump. Css then had her switch the patient over to the second a2w. They calibrated the fiberoptic. The icon is now white, the fos status is ok. The patient is stable on the new pump".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.